Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis without the manifold hub. The complaint report states that the manifold/hub was intentionally removed from the shaft. A visual and tactile examination found a break in the hypotube shaft 522mm proximal from the device tip and severe kinks along the hypotube shaft. The hypotube kinks appear to have been caused by the "folding" of the delivery system to enable repackaging for device return. The break and kinks are unlikely to have happened during the procedure. The shaft itself appears to have broken at the point of a severe kink. The hypotube appears to have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-jan-2015. It was reported that crossing difficulties were encountered.   The 80% stenosed, 30x2.75mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and non-calcified mid left anterior descending (lad) artery. Predilation was performed with a balloon catheter. A 2.75x32mm promus element¿ drug-eluting stent was advanced to the proximal part of the lesion but was unable to cross the lesion. The procedure was completed with a different device.  No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.